Event description:
Rn had inserted quik-cath in anticbital in fopr short term use during output colonscopy. Plock attached. Meds delivered through heplock during procedure with problem. At time of removal, nurse removed catheter by holding hub. Only hub returned, with catheter remaining in antecubital vein. Confirmed by x-ray. Surgeon called and catheter removed with venous cutdown and exploration.